Event description:
It was reported that, during an abdominal surgery, the laparoscopic trocar went through the reservoir. The device was explanted and replaced. No patient complications were reported.